Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for this damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that there was missing adhesive on the distal end between the probe and the body. There was no patient involvement.